Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of being hospitalized for not getting enough insulin from the pump. Customer's blood glucose level was unknown at the time of incident. Troubleshooting attempted to call the customer and left a voice mail message. No further details provided.